Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr), and the reported unspecified tissue injury associated with the small anterior tear, appear to be due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported patient effect of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a mitraclip single leaflet device attachment (slda) which resulted in a leaflet tear. It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior leaflet, and a recent st elevation myocardial infarction (stemi) on (B)(6) 2023. A mitraclip procedure was performed and an ntw was implanted. The mr was reduced to grade 2. The device functioned as intended. There was no adverse patient effects or clinically significant delay. On b)(6) 2023, a single leaflet device attachment (slda) occurred. The device was detached from the anterior leaflet. A small tear was noted in the anterior leaflet and the mr was recurrent. There was no clinically significant delay or adverse patient sequelae.